Manufacturer narrative:
Corrected data: the initial report, catalog # was 022101. The corrected aia-2000st catalog number is 022100.

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) was dispatched to the customer's facility and confirmed that the issue had been resolved. The fse reported that after cleaning the sensor and replacing the defective washing probe assembly, the aia-2000 instrument was performing within specifications. No further action was required by the fse. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from 07-oct-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual, under appendix a4: error messages indicate that 3005 leak sensor detected leakage is generated when the leak sensor under the b/f unit detects leakage and measurement is suspended. The solution for customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to a dirty leak sensor and the washing probe assembly.

Event description:
On (B)(6) 2017 a customer reported getting error 3005 for wash probe leak while running ipth (intact parathyroid hormone) on the aia-2000 instrument. The customer attempted to resolve the issue by troubleshooting over-the-phone without success. On 07-nov-2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.